Event description:
Device evaluation: the stent was moved about 4 mm proximal from the proximal marker. The proximal stent profile was out of the specification. The balloon was analyzed using a microscope, and the heat setting marks were clearly recognized close to the markerbands. On the surface of the balloon, crimping marks of the stent were identified.

Event description:
The physician was using a scuba co-cr peripheral stent in a patient. The device was inspected and prepped prior to use with no issues noted. It was reported that force was required to advance the relevant device to/across the lesion. It was reported that the stent did not reach the lesion and was dislodged form the delivery system. It was reported that the dislodged stent was removed from the body by the guide wire. Patient is reported to be fine post procedure. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation code results: (B)(4) -other- investigation in progress evaluation code conclusion: (B)(4) -conclusion not yet available-evaluation in progress.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.